Event description:
Customer reportedly received the following results on the aviva system within 10 mins: 127 mg/dl, 287 mg/dl, and 136 mg/dl. No actions taken based on device results. No adverse event reported. The suspect product was not returned to the MFR for evaluation.